Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the fuse was not functioning. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event. It was reported from (B)(6) that before surgery, it was observed that it was not possible to charge four the battery devices. It was further reported that the green light for finalized charging was on, however, there was no power on the battery devices. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.